Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. As a result, the patient lost therapy. Device log analysis confirmed the ipg to be in service app state.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Correction: the reporter's address and phone number were inadvertently omitted from the initial report. An inoperable ipg was reported to abbott. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced, addressing the issue.